Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had been having accidents that started a couple months ago. It was noted stimulation had been off, the patient had turned off for other non-related reasons and the symptoms came back. Additional information received from the patient on (B)(6) 2018 who said their implantable neurostimulator (ins) is not working for their symptoms; they are not getting control whatsoever. They had an unrelated CT scan and they think that threw it off because they have had that happen before. The patient said their device quit working for their symptoms after having an unrelated CT scan for an unrelated surgery on (B)(6) 2017; they had the issue again in 2018. It was reviewed that the patient may consider increasing stimulation to a comfortable level and monitor their symptoms for a couple of days. The patient then noted that they did that one time when it quit on them, and when they went to their healthcare provider (hcp), they were told stimulation was too high. Patient said they went through the unrelated major surgery on (B)(6) 2017, but they were having problems before. The patient elaborated on the problems saying the device was causing back pain; they were in such major trauma that they were not sure what they did when. They went to their hcp because of the pain and the device was not helping. They said they turned the ins off as instructed by their hcp which relieved the pain immediately; they had not turned their ins on until today. They said their device has not been on and programmed after their surgery so they just turned their device on. Patient clarified saying they were able to get to their normal therapy screen and confirmed the patient programmer (pp) shows the implant is on. It was reviewed that therapy has to be on in order for the device to work for their symptoms. Thirty minutes before calling, they increased to 3.7v and feels a little stimulation; they are afraid to go too much higher. As a result of what was reported, they were advised to follow any direction given to them by their hcp, it takes time for body to respond to therapy so titrations should be discussed with the hcp, and to complete a voiding diary to track progression/therapeutic response; therapy expectations were also reviewed. It was also reviewed that the patient should monitor their symptoms and follow up with their hcp to discuss a program change if the current settings don¿t help. No further patient complications have been reported as a result of this event.